Event description:
Drill became lodged in femoral canal during procedure. Multiple unsuccessful attempts were made to remove the drill bit. Drill bit had to be cut and the tip with a small portion of the drill shaft remained in the femoral canal.